Event description:
The customer reported that the system started alarming and not passing short self-test (sst). The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Patient information has been requested.

Manufacturer narrative:
Patient/user involvement: through follow-ups, customer do not have patient's information. Device evaluation: failure investigation (fi) lab received the blower moog assembly for evaluation. Visual inspection of the returned blower assembly revealed no evidence of damage or contamination. Fi technician installed the blower assembly into the fi test ventilator and the blower assembly was tested with a power supply, third (3rd) generation. A blower test was performed and results that the blower assembly oscillates that causes errors during testing. The blower assembly motor winding resistance and hall effect sensor was tested and results that the hall sensor hb and hc outputs does not toggle when the motor shaft is rotated indicating that the hall effect sensors hb and hc are nonfunctional. Bad hall effect sensor hb and hc caused the blower not to function. Root cause: root cause for the reported issue is due to bad hall effect sensor hb and hc. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.